Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer¿s blood glucose (bg) level that was displayed as "high" with ketones, although specific value was not provided. Correction injection via manual insulin was administered to address high bg. A new cartridge was loaded to resolve the issue.